Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was damaged but the customer's dog. Customer's blood glucose was 135 mg/dl. The device had fallen while customer was disconnecting, the dog got a hold of it and broke it. The buttons on the device are all bitten and the device keeps alarming button error. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. The device is not returning for analysis.